Event description:
It was reported that the patient presented with a hematoma and their right atrial (ra) lead and right ventricular (rv) leads were exhibiting high thresholds and undersensing. Fluoro verified that both leads had dislodged. An intervention was completed to evacuate the hematoma and the ra lead was removed and replaced while the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4592-45, lead; implant: (B)(6) 2014. (B)(4).